Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not cleaning the exchange area before starting pd therapy. Treatment for the event were not reported. The patient was discharged from the hospital and recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of break in aseptic technique and peritonitis was unknown, however, the patient was hospitalized for the event in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.